Event description:
The physician reported that the patient experienced an air embolus during the insertion procedure. He stated that it was a "near death" experience. No code was called and the patient was not intubated. The patient remains lethargic and disoriented today.